Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the side car-rx torn at the distal end. Furthermore, the side car-rx presented pushback out of specification. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the side car-rx was torn. The pushback and torn side car-rx could cause difficulty in tracking the device over the guidewire and into the papilla. Per event information, the issue was noticed during the procedure. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a removal of stone procedure. According to the complainant, during the procedure, the side car-rx (guidewire port) was noted to be torn upon advancing the trapezoid basket over the guidewire. Another trapezoid rx basket was used to completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results; side car-rx (guidewire port) pushback.